Event description:
It was initially reported that when performing a sensitivity test the customer discovered ventricular undersensing with v sensitivity programmed at 2.5mv. He programmed the v sensitivity in the parameters (permanent programming) at 1 mv and launched the test again = still undersensing. The v sensitivity was then programmed at 0,4 mv in the permanent parameters = still undersensing. Few minutes later, with no logical explanations the v amplitude was measured at 2.4 mv with 1 mv programmed in the parameters. The sales rep reported that he has already seen when performing follow-ups that sometimes when programming a more sensitive value than 2.5 mv for the v sensitivity, the v sensitivity test was performed at 2.5mv and not at the lower programmed value. Could it be the case here? The above question was first classified as technical question afer asw analysis but while analysing the files, the case was finally classified as complaint because the atrial and the ventricular leads were both showing unstable detection and impedances since (B)(6) 2022.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Sensitivity setting during in-clinic sensitivity tests: during the in-clinic follow-up on june 16, 2023, the ventricular sensitivity values that were applied during the sensitivity tests are 2,5 mv and 1 mv. There is not test performed at 0,4 mv despite of the fixed programming of 0,4 v (parameter screen). When the user goes on the sensitivity test screen, the sensitivity that is applied is the sensitivity that was programmed in the device when the user reached for the first time the sensitivity test screen. This sensitivity value for tests can be set and adapted with the temporary sensitivity parameter on the sensitivity test screen. Atrial and ventricular lead investigation: both leads have to be checked carefully during an earlier extra-follow-up. - atrial lead: sensing failure during atrial fibrillation, wide range of p-wave amplitude/unstable detection - ventricular lead: undersensing, unstable impedance measurement, unstable detection.